Manufacturer narrative:
(B)(6) batch # p5630p. Investigation summary: device was received open with an unknown trocar on the shaft and a gst60b reload not loaded. The reload was partially fired 1/16 consistent with lockout. The knife was in the lockout position with the jaws open. The device could not be clamped due to the position of the knife. The manual override was used to return the knife. The override and the reload were reset and fired. The device fired and returned as expected. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not be fired. No patient consequence reported.